Event description:
It has been reported to philips that no geometry movements were possible with the allura c-arm. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the no geometry movements were available. Review of the system log file showed that the issue with power supply. The fse replaced power supply of the r-cabinet. After replacement of the r cabinet power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluaiton method code was corrected.